Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead could not be implanted. The procedure was aborted. The patient was in stable condition.